Event description:
It was reported that the patient underwent artificial urinary sphincter (aus) replacement surgery due to their device not working. During the procedure, a hole was identified in the cuff, causing fluid loss. There were no patient complications.